Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was returned and analysis was performed with no anomalies found. (B)(4).

Event description:
It was reported that the lead was attempted to be placed in the left ventricle (lv) but not used due to placement difficulty and a dissection. The lead was found to have high thresholds with phrenic nerve and diaphragmatic stimulation. The lead was removed and a new lead replacement will be scheduled after the patient recovers from the dissection. No further patient complications have been reported as a result of this event.